Event description:
Report for pt 1 of 3: a 1.9 inr with protime system, lot number h7k3c288 vs. 1.3 inr with protime system, lot number h7kwc078a. Pt therapeutic inr range: not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.